Event description:
When this unit was used for transporting a patient, the unit remained powered up for 15 minutes when on battery power only and then it shut down.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.